Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its smart pass feature disabled. Technical services (ts) was consulted and discussed how the feature worked. Ts reviewed stored data, with small signals noted for the patients rhythm. Ts discussed available programming options. At a later date, this s-ICD system delivered one shock as inappropriate shock due to oversensing of noisy signals, with the patient having small amplitude for their rhythm. X-ray imaging did not indicate any changes in the systems position. Ts discussed available programming options and recommended further in clinic examination. This device remains in service. No additional adverse patient effects were reported. At a later date, ts was consulted about this device stored data and programming options. Ts noted there was p-wave oversensing , r-wave undersensing and double counting of premature ventricular contractions (pvc) that triggered for atrial fibrillation (af) events to be stored. Ts discussed programming options and how therapy delivery may be affected at higher heart rates. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its smart pass feature disabled. Technical services (ts) was consulted and discussed how the feature worked. Ts reviewed stored data, with small signals noted for the patients rhythm. Ts discussed available programming options. At a later date, this s-ICD system delivered one shock as inappropriate shock due to oversensing of noisy signals, with the patient having small amplitude for their rhythm. X-ray imaging did not indicate any changes in the systems position. Ts discussed available programming options and recommended further in clinic examination. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its smart pass feature disabled. Technical services (ts) was consulted and discussed how the feature worked. Ts reviewed stored data, with small signals noted for the patient's rhythm. Ts discussed available programming options. At a later date, this s-ICD system delivered one shock as inappropriate shock due to oversensing of noisy signals, with the patient having small amplitude for their rhythm. X-ray imaging did not indicate any changes in the systems position. Ts discussed available programming options and recommended further in clinic examination. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its smart pass feature disabled. Technical services (ts) was consulted and discussed how the feature worked. Ts reviewed stored data, with small signals noted for the patients rhythm. Ts discussed available programming options. At a later date, this s-ICD system delivered one shock as inappropriate shock due to oversensing of noisy signals, with the patient having small amplitude for their rhythm. X-ray imaging did not indicate any changes in the systems position. Ts discussed available programming options and recommended further in clinic examination. This device remains in service. No additional adverse patient effects were reported. At a later date, ts was consulted about this device stored data and programming options. Ts noted there was p-wave oversensing , r-wave undersensing and double counting of premature ventricular contractions (pvc) that triggered for atrial fibrillation (af) events to be stored. Ts discussed programming options and how therapy delivery may be affected at higher heart rates. This device remains in service. No additional adverse patient effects were reported. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.